Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with post paced t wave oversensing (pptwos). It was noted that the episode only lasted for a short while and the patient was sick at the time. The clinician provided no reason to suspect that the device caused the illness in any way. It was speculated that the post paced t waves occured when paced events fused with ectopic events caused by patient's illness. The clinician elected to forgo any programming changes and continue monitoring the patient. No patient symptoms reported.